Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 1901125. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation by our quality engineer team. Through inspection of the retained samples, no defects were identified.

Event description:
It was reported that syringe s2 2ml 23ga 1-1/4in bd china leaked. The following information was provided by the initial reporter: during the liquid dispensing process, it was found that the 2ml syringe piston was not airtight, and it was either leaking or leaking, and it could not be used.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 2ml 23ga 1-1/4in bd china leaked. The following information was provided by the initial reporter: during the liquid dispensing process, it was found that the 2ml syringe piston was not airtight, and it was either leaking or leaking, and it could not be used.